Event description:
Customer reported a leak from the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the o2 tubing in the pneumatics. System was tested to factory's specifications.